Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (u.s.); therefore, it does not contain a u.s. 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the u.s.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "information garbled on top half of screen" was confirmed but not reproduced during evaluation. The assignable cause was determined to be distorted main display. The user interface module liquid crystal display (uim lcd) was replaced to correct the problem. A device history review revealed no abnormalities discovered during manufacturing. A service history review revealed no previous service events were related to the reported condition. This issue is being investigated through CAPA.

Event description:
The facility reported a colleague infusion pump with the reported condition where the information is garbled in the top half of the screen. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is colleague p1.7 (8.11.00).